Event description:
It was reported that shaft fracture occurred. A 2.5mmx2.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the lesion. However, while unpacking the device, the balloon shaft broke. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The hypotube shaft was completely separated 72cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts of the corewire presented no damage or irregularities. The midshaft was kinked 2cm proximal of the guidewire exit notch. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).